Event description:
The procedure was coil embolization for d-avf (dural arteriovernous fistula). The target vessel was not calcified and not tortuous. After the three orbit coils (4x10mm) were placed, the position of the microcatheter (excelsior, boston scientific (B) (4)) was changed and the orbit (B) (4) (complaint product) was used. Friction occurred between the coil and the microcatheter during delivery. The delivery system was pulled back and the coil became stretched (unraveled). The coil was removed successfully with the microcatheter as a unit. The procedure was completed using other coils without any patient injury. Aneurysm detailed information could not be obtained. There was resistance during advancement of the coil through the microcatheter. Prior to this coil, three other coils went through the same (mc) microcatheter without any resistance. No kinks were noticed in the mc that may have contributed to the event. A constant and dedicated flush was connected at all times to the microcatheter. No coil entanglement with previously placed coils was suspected to contribute to the event. No additional intervention was required, and no further information was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.